Event description:
The customer reported that the patient alarmed, but the alarm was not heard; they needed the alarm logs for review. The device was in clinical use, and a code blue was called. There was no adverse event or patient injury reported so there was no cause of adverse impact.